Event description:
Reporter stated that patient's integra meter was configured to deliver blood glucose results in mg/dl. The correct unit of measure, for devices distributed in (B) (6), is mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
(B) (6).